Event description:
Customer hospitalized due to low blood glucose. Troubleshooting was performed and the programming was correct. However, insulin was exiting the insulin pump while in suspend mode.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.